Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during testing, it was seen that two electrodes had hi's and 4 electrodes are increasing impedances. The pt performance at this time is good. There have been no reports of accident or trauma.